Event description:
It was reported that the patient received a persona tibial component on (B)(6) 2014, and the component was revised on (B)(6) 2015 due to pain and possible loosening. The patient also received a tm patella on (B)(6) 2014; however, the tm patella was not revised as of this date. Note that the persona tibial is of zimmer (B)(4) design control and the tm patella is of zimmer tmt design control.

Manufacturer narrative:
A review of the implant's manufacturing record indicates tht it was manufactured to specification. Based on the information available, the root cause of the event cannot be determined. Should additional information be obtained to further this investigation, this report shall be updated.